Manufacturer narrative:
This is one of two products involved with this adverse event in which associated MFR report numbers are 9616099-2007-01751 and 9616099-2007-01752. Please note: this ous cypher select plus sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus- eluting coronary stent. Add'l info will be submitted upon 30 days of receipt.

Event description:
Five days post index procedure, stent thrombosis was observed in the proximal and mid left anterior descending (lad) branch. It was noted that the thrombus lead to an anterior q-wave myocardial infarction. The thrombosis was treated with balloon angioplasty in the mid lad and gpiib/iiia. The pt was admitted with an acute myocardial infarction in 2007. The pt had target lesions in the proximal and mid left anterior descending (lad) branch. The proximal lad was type b2, de novo, irregular, concentric and moderately calcified with thrombus present and angulations between 45 and 90 degrees. The lesion had 90% stenosis and was 20mm in length with a vessel diameter of 2.5mm. The lesion was pre-dilated at 14 atms and a 2.75 x 28mm cypher select plus stent was implanted at 14 atm. The mid lad was type b2, lesion had 90% stenosis and was 20mm in length and had a vessel diameter of 2.5mm. The lesion was pre-dilated at 14 atm and a 2.5 x 23 mm cypher select plus stent was implanted at 14 atm. The pt's medication include the following: aspirin (pre, intra and post procedure), clopidogrel (pre, intra and post procedure), statins (pre and post procedure), other lipid lowering drugs (pre and post procedure), aggrastat (intra procedure) and heparin (intra and post procedure).